Event description:
Customer reported 2 patients, who were prepped with 3m duraprep surgical solution for neuro procedures, had skin stripping upon removal of the drape. Reportedly, the drape was removed carefully, and there was not treatment.

Manufacturer narrative:
Per approved drug facts, warnings for duraprep surgical solution now state "to avoid skin injury, care should be taken when removing drapes, tapes etc. Applied over [duraprep] film." This event is being reported following a review of previous customer reports of skin stripping. This event was not initially reported, due to the limited information available from the user. The information remains limited, however, a conservative approach is being taken and a report filed.